Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus root repair, the fast-fix 360 t2 came out while tightening the knot, t1 and t2 were removed from the meniscus by using grasper. The procedure was completed a surgical delay greater than 30mins using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 d4 and h4: lot number, mfg and exp dates udpated.